Manufacturer narrative:
H3, h6: the real intelligence robotic drill guard part number rob10016, used for treatment was not returned for evaluation. A relationship between the reported event and the device could not be established. A complaint history review for similar reported/confirmed complaints has identified prior events. The failure mode and associated risk have been anticipated within the risk file. As a result of the risk assessment the documented risk level has undergone further investigation by the quality team. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with tight internal diameter tolerance of the guard. Based on the investigation, the need for a corrective action is recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that after a cori assisted tka surgery, they were unable to disassemble the ri robotic drill attachment from the real intelligence robotic drill ((B)(4)). The local team made several different attempts after the device was cleaned to disassemble it and were unsuccessful. As this occurred after the procedure, no patient was involved. Furthermore, it was reported that the real intelligence robotic drill guard is stuck with the other devices ((B)(4)).